Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no preparation was done prior to noticing the damage.

Manufacturer narrative:
H3: product analysis of 105-5096-000, lotno:b557188 found no damages with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found to have detached from the catheter. The detached distal tip was returned. No damages were found with the detached distal tip. The apollo catheter ldpe overlap was measured to be 1.98mm. A ¿ridge¿ was observed within the ldpe overlap region. The length from the proximal end of the ¿ridge¿ to the distal end of the ldpe tubing tubing was measured to be 1.12mm. The overlap length on the detached tip was measured to be 1.17mm (from the proximal end to the edge of the overlap region). Based on the device analysis and reported information, the customer¿s report was confirmed. The apollo catheter distal tip was found detached from the catheter. Premature tip detachment can occur if the catheter distal shaft and the detachable tip are not positioned correctly during assembly, causing a gap between the shafts. The cause for the reported event indicates a likely manufacturing issue. The lot history record of the reported lot number has been reviewed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter tip was found broken when removed from the package. The patient was undergoing surgery for treatment of an arteriovenous malformation. The accessed vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was normal. It was reported that when the microcatheter was unpacked and taken out, it was found that the tip had broken. It was replaced with a new product and there was no problem. It was reported catheter separation/break had occurred. The separation or break was found out of the package or during preparation. The package was not damaged. The package did not show evidence of tampering. The broken segment was found in the proximal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.